Event description:
EKG machine intermittently displayed "low voltage." Machine was checked by biomed staff with simulator and tested ok. Staff continued to complain of issues. The machine was checked again with simulator and found that machines were inverting lead 3. Machine was pulled from service. Philips was notified of the issue. New machine brought in by philips developed the same problem and was removed from service. Currently all EKG's from time of first report being re-read to determine whether there were incorrect reads based on lead 3 inversion. Unknown currently if any patient harm. Philips indicated at one point that this was a lead problem, but the leads, data cable and pim were all changed out and the situation still occurred. The main board in the machine had previously been replaced by philips because the EKG's would not transfer to tracemaster.====================== manufacturer response for EKG machine, tc 50 (per site reporter)======================they have not talked directly with us since the machines are county owned and used by us under our lease of the facility